Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing leading to pacing inhibition. Noise was also seen, but was unable to be reproduced with isometrics. Programming changes were made and the patient was stable.